Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was "stuck" and unresponsive. Pump display turned on when plugged into a power source. The customer's blood glucose level ranged from 100-200mg/dl. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer reverted to an alternate method of insulin therapy.